Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 24.0 mmol/l (guide), 23.6 mmol/l (guide), and 9.8 mmol/l (performa). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.